Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) USA alleging the onetouch verio iq meter read inaccurately compared to another device. The patient reported blood glucose results of "158 mg/dl" with the subject meter and "109 mg/dl" on another meter, performed within 30 minutes of each other. The patient did not experience any symptoms or seek any medical attention because of the reported issue. As the results fell outside expected values for meter to meter accuracy testing, this complaint is being reported.

Manufacturer narrative:
Follow up # 1/supplemental report text- 11/30/2012: the lay user/patient's product(s) have been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Follow-up (12/21/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter and test strips with this complaint have been returned to lifescan. The test strips involved with this complaint have been evaluated by lifescan product analysis on (B)(4) 2012 with the following findings. The test strips passed all testing with no faults found. However, a secondary issue was noted, when the test strips were evaluated and er4 was observed with control solution testing. The meter has also been returned to lifescan for evaluation. However, the evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.